Manufacturer narrative:
Analysis was unable to confirm the customer comment for the failure to sense with a blue light emitting diode (led) not flashing. The device passed sensing tests. The epg was disassembled no anomalies observed. Device passed all final tests with no visual or electrical anomalies, the device conformed to specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the external pulse generator (epg) had a fail in sense and the blue light emitting diode (led) was not flashing. No patient complications have been reported as a result of this event.